Manufacturer narrative:
Metabolic acidosis clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of abdominal pain, nausea, vomiting, diarrhea, metabolic acidosis, peritonitis, chills, hypertension, abdominal cramping, pd catheter malfunction, fatigue and malaise. Based on the information available, there is no allegation, evidence and/or documentation indicating the liberty select cycler malfunctioned in any way to cause or contribute to the event(s). Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2018, this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service to report the end of his extension set had "popped off" and he was holding his catheter closed. The patient presented to the emergency room (ER) at (B)(6) hospital (discharge summary unavailable) on (B)(6) 2018 for a pd catheter malfunction (not a fresenius product), nausea, vomiting, diarrhea, abdominal pain, metabolic acidosis and peritonitis. The patient¿s white blood cell (wbc) was elevated (14.8) and he was given intravenous (IV) vancomycin 1gm and ceftazidime 2gm as a result. The patient was given sodium bicarbonate to address a co2 lab result of 9 mmol/l. Although the specifics are unknown, it appears the patient was transferred to (B)(6) hospital on (B)(6) 2018. The patient presented with chills, nausea, vomiting, hypertension (blood pressure = 185/133), diarrhea (x 10 days), severe abdominal pain (x 4 days), abdominal cramping (x 4 days), pd catheter malfunction, peritonitis, fatigue and malaise. The patient reported he did not take his blood pressure medications all day, and was unable to complete his pd therapy (number of treatments unknown) due to abdominal pain. A pd effluent fluid culture and cell count was obtained and showed an elevated white blood cell (wbc) count of 490, and a red blood cell count of 1170; for which the patient was treated with metronidazole and ciprofloxacin (route, dosage, durations and frequency unknown). The patient was transferred to the inpatient dialysis unit, where a right groin quinton catheter (not a fresenius product) was inserted for hemodialysis (hd). The record states the patient underwent hemodialysis (hd) therapy (number of treatments unknown). Over the course of the hospitalization, the patient¿s condition continued to improve. The patient¿s pd catheter was initially going to be repaired, however due to continued abdominal pain; the patient was unable to tolerate pd therapy. The pd catheter was removed on (B)(6) 2018, and a permanent hd catheter (not a fresenius product) was surgically placed. Culturing of the pd catheter tip, post removal, revealed it was positive for staphylococcus epidermidis. The patient transitioned to hd therapy permanently upon discharge.